Manufacturer narrative:
Citadel bed frame system instruction for use (IFU, 830.213 rev.13, extract attached) includes below information about patient fall risk: ¿to minimize risk of falls or injury, the bed should always be in lowest practical position when the patient is unattended.¿ ¿caregiver should always aid patient in exiting the bed. Make sure a capable patient knows how to get out of bed safely (and, if necessary, how to release the side rails) in case of fire or other emergency.¿ IFU (830.213 rev.13) also includes information about bed exit alarm and it¿s sensitivity: ¿the patient movement detection system can be set to alarm when undesired movement occurs. The sensitivity of the patient movement detection relative to the center of the deck, can be varied incrementally.¿ ¿in bed ¿ this button activated/ deactivates patient movement detection and increases the sensitivity of the system.¿ ¿patient movement detection threshold display ¿ an indicator shows current system status and the selected sensitivity of patient movement detection.¿ ¿egress ¿ this button activates/ deactivates patient movement detection and decreases the sensitivity of the system.¿ ¿before using patient movement detection, verify that the alarm can be easily heard by caregivers. Example: at nurse¿s station.¿ to sum up, arjo device did meet its specification since no malfunction that could lead to patient fall was found. The bed was in use by a patient who sustained a hip injury as a result of fall. This complaint was assessed as reportable due to allegation of patient fall.

Event description:
Arjo was informed about a patient fall. It was claimed that the bed exit alarm was set but did not sound when the patient attempted to exit the bed. The staff had the side rails in the raised position, there was no damage caused to the side rails when the patient fell off the bed. The event was unwitnessed so the exact scenario how the event occurred is unknown. The patient sustained a fractured hip and left femur. During the bed¿s evaluation no malfunction was found. Reported issues could not be duplicated - the bed exit alarm was tested at different sensitivity settings and operated as designed. All other bed functions operated correctly. The alarm detects the patient¿s movements, however it will not restrain the patient from leaving the bed.